Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 32mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer trevisio intravascular delivery system. During implant the device took on a cobra shape. The device was unable to return to its original shape. The device was not released from the delivery cable. The device and delivery system were removed from the patient and replaced with a new 30mm amplatzer septal occluder. During implant the device took on a cobra shape. The device was not released from the delivery cable. The device and delivery system were both removed from the patient and replaced with a new 28mm amplatzer septal occluder and 10f amplatzer trevisio intravascular delivery system. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. A 15 minute delay was noted due to exchanging the occluders and delivery system. There were no adverse effects to the patient.